Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and post-operative diagnosis was left indirect inguinal hernia the procedure performed was open left inguinal herniorrhaphy with mesh. On (B)(6) 2014 nine months after the initial implantation performed on (B)(6) 2013 the patient underwent a surgical revision for diagnostic laparoscopy, left groin exploration with partial omentectomy, and laparoscopic preperitoneal left inguinal repair with mesh. The pre-op diagnosis was very large recurrent left inguinal hernia and the post-op diagnosis was recurrent indirect left inguinal hernia. The patient experienced surgical revision, and recurrence.